Event description:
Attorney alleges plaintiff received implants on march 13, 1985 as replacements. Attorney also alleges, "she has continued to suffer difficulities including pain in both breasts as well as pain in the joints including thumb, feet, ankles and has subsequently seen a specialist for arthritis. The plaintiff also suffers from headaches and flu-like symptoms and hair loss. On march 10, 1995 the implants were removed permanently. The plaintiff claims that ther injuries and physical condition have been caused by the mammary implants. The plaintiff claims that the said implants were defective and that gel was allowed to enter her body, and in doing so, caused her irreparable damage." Reference mw072378.